Event description:
Event description guidant received information that the patient called and reported that she had the gudiant pacemaker and lead removed due to a lead fracture, the device was replaced at that time also.